Event description:
Luer cap breaks from tubing when attempting to connect to CT power injector (bayer medrad stellant system). 1. Sds-ctp-spk (x2) dual syringe kit. 2. Sss-ctp-spk (x1) single syringe kit. 3. Sss-lp-60 (x1) low pressure connector tubing w/prime tube (tubing only). 4 total defective items.

Event description:
Luer cap breaks from tubing when attempting to connect to CT power injector (bayer medrad stellant system). 1. Sds-ctp-spk (x2) dual syringe kit. 2. Sss-ctp-spk (x1) single syringe kit. 3. Sss-lp-60 (x1) low pressure connector tubing w/prime tube (tubing only). (B)(4) total defective items.